Event description:
On (B)(6) 2015, a phone call was received from the customer after he received the alere inratio pt/inr monitor system urgent medical device correction notification, dated (B)(6) 2014. He reported that he was hospitalized,on three (3) different occasions during 2014, for blood clots and that during the hospitalizations his inratio inr result was lower than the laboratory result. He stated that his right leg would swell from the knee down and the only treatment was to hold his warfarin. During his last hospitalization, the warfarin was discontinued indefinitely and replaced with lovenox since the physician suspected that he had issues with metabolizing the warfarin. Though requested, there was no additional information provided. There is no information available to suggest a malfunction or that the device caused or contributed to the reported event. The patient's coagulation status was unknown at the time of the events; however, the customer did report that the inratio inr results were lower than the laboratory inr results. The inratio results coincide with the reported clotting events. Based on the inability to rule out the possibility that the device may have caused or contributed to the clotting, this event is conservatively reported as a serious injury based on the blood clot being potentially related to the patient's coagulation status; however, a device deficiency cannot be substantiated.

Manufacturer narrative:
The date of the event is estimated as (B)(6) 2014 since it was reported that the event occurred on three (3) different occasions in 2014. Investigation/conclusion: the customer did not provide a lot number or return the device for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. There is no information available to suggest a malfunction or that the device caused or contributed to the reported event. The patient's coagulation status was unknown at the time of the events; however, the customer did report that the inratio inr results were lower than the laboratory inr results. The inratio results coincide with the reported clotting events. Based on the inability to rule out the possibility that the device may have caused or contributed to the clotting, this event is conservatively reported as a serious injury based on the blood clot being potentially related to the patient's coagulation status; however, a device deficiency cannot be substantiated.